Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficult to pull out occurred. The target lesion was located in the left anterior descending artery (lad). An opticross¿ 6 imaging catheter was selected for use. Intravascular ultrasound (ivus) measurement was performed and when the physician pulled the catheter out, it felt like it was caught on something. Difficulty in pulling out the device was encountered. The procedure was completed with this device. No patient complications were reported and the patient was fine.